Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator was not recognizing that it is plugged in. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Power failure due to ac or battery power failure may result in shutdown of device during normal ventilation operation. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported with ac power connected and no battery, the unit shows the serial number then the screen blanks. The biomedical engineer reported with the battery and ac power connected the unit starts, but alarms backup battery in operation, and the ac mains power led indicator blinks with the battery charging. Pse advised the biomedical engineer evaluate the battery, mains harness, and power supply for the reported problem. The biomedical engineer reported the power supply will be replaced to address the reported problem.